Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 132, 68, 65 mg/dl. Tests were done within 11-20 mins with a difference of 40mg/dl. Pt did not experience any adverse events. No further info has been reported.